Event description:
Information received that the patient underwent a generator and lead replacement surgery. The explanting facility historically discards devices, and device return is not expected. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient¿s vns upon interrogation, and that the output current (as a results of the high impedance) was 0ma. Additionally, it was reported that there was no notable trauma or physical manipulation of the patient and that the patient is no longer able to feel stimulation. A review of device history records for the lead and generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.